Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to confirm unresponsive buttons or button error alarm and perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the stuck button alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the graph and right arrow buttons were responsive. The insulin pump will be returned for analysis.